Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted rv defibrillation impedance steady at approximately 46 ohms through (B)(6) 2016, then rose out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an out of tolerance lead impedance alert for high right ventricular (rv) coil and superior vena cava (svc) coil impedance was triggered. It was noted the physician measured the lead impedance values several times and saw varying values, especially for the svc coil. A rv coil fracture was suspected, along with the possibility of a svc coil fracture and the alerts were programmed off. The rv lead remains in use and will be replaced and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.